Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally submerged the ilet in toilet water, after which the screen became unresponsive and would not wake even when placed on the charger, consistent with moisture damage involving the device seal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed findings consistent with leakage at a device seal, aligning with moisture damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency.